Event description:
Following angioplasty the stent was uneventfully placed across the 80% stenosed target lesion into the middle cerebral artery (mca). 15 minutes post procedure, the patient was noted to be unresponsive. Imaging revealed a blood clot within the stent and occlusion of the left mca. Angioplasty was attempted to remove the thrombus. Plavix sulfate 300mg and edaravone 30mg were administered to treat the thrombosis. Approximately one hour post procedure, angiography demonstrated complete blood flow restoration. The patient's condition improved; however, the patient slurred his words slightly as a result of thrombosis. The next day MRI showed a small vessel occlusion in the putamen region. Approximately one week post procedure, the patient was reportedly discharged home in a "good condition". It is the physician"s opinion that the cause of the thrombus was related to insufficient dosing with the anticoagulant/antiplatelet medication.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty the stent was uneventfully placed across the 80% stenosed target lesion into the middle cerebral artery (mca). 15 minutes post procedure, the patient was noted to be unresponsive. Imaging revealed a blood clot within the stent and occlusion of the left mca. Angioplasty was attempted to remove the thrombus. Plavix sulfate 300mg and edaravone 30mg were administered to treat the thrombosis. Approximately one hour post procedure, angiography demonstrated complete blood flow restoration. The patient's condition improved; however, the patient slurred his words slightly as a result of thrombosis. The next day MRI showed a small vessel occlusion in the putamen region. Approximately one week post procedure, the patient was reportedly discharged home in a "good condition". It is the physician¿s opinion that the cause of the thrombus was related to insufficient dosing with the anticoagulant/antiplatelet medication.